Manufacturer narrative:
Results - based upon evaluation of user facility info; based upon testing of reserve samples conclusions: based upon testing of reserve samples. The involved device was not returned by the user facility, which limits the investigation. The investigation was based upon evaluation of user facility info and reserve samples. Visual inspection and functional testing of reserve sample confirmed no abnormalities or defects. A review of the device history record indicated that there were no production related problem for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description is consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance, which is likely to have been related to the reported vessel disease. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
The user facility reported that the guiding sheath "separated upon removal after the stents were successfully deployed" using a contra-lateral approach. Reportedly, the pt was taken to surgery where a cut down procedure was performed, and the detached material was successfully removed with no further complications.